Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 550 mg/dl. Customer was treated with insulin pump, insulin pen, went to emergency room. Customer did not received notification for low reservoir alert. Customer was not using auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer advised troubleshooting for high blood glucose but they want to rest first. The insulin pump will not be returned for analysis.